Manufacturer narrative:
E1: initial reporter facility name:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over-infused during patient infusion. The expected infusion time was 48 hours; however, the infusion was finished 8 hours earlier. The device was filled with 160ml fluorouracil (5-fu) and 80ml saline having a total volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between february 8, 2024 ¿ february 9, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.